Event description:
It was reported that pump battery level changed quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up and no additional actions or outcomes were documented.